Manufacturer narrative:
Philips service replaced the mpdu fuse and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no power due to mpdu fuse failure identified on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.